Event description:
Dr. Ordered hemovac to be removed. Nurse unable to remove. Dr. Came to floorrr while removing hemovac, tubing snapped with possible tip of tubing remaining in patient knee. Ok on 10/14/92 for I & d of right knee. X-ray ordered on right knee, negativedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, invalid data. Results of evaluation: none or unknown, tubing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.